Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/15/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown

Event description:
Patient reported left side "encapsulation," baker grade unknown, "rippling," and "the prosthesis also fell." The device has been explanted.